Event description:
It was reported that the health care professional (hcp) wanted to review the presenting electrogram (egm) of this pacemaker. Technical services (ts) reviewed the device data and noted the device exhibited oversensing as is marked premature atrial contractions (pacs) after the ventricular pacing occurs. Ts provided reprogramming suggestions on the blanking feature. No adverse patient effects were reported. This pacemaker remains in service.